Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high and low blood glucose level. The high blood glucose level of customer was 600mg/dl and 343 mg/dl. Customer changed out site in the morning, blood glucose reached to 55 mg/dl. Other blood glucose values were 201 mg/dl and then in 300 s mg/dl. Current blood glucose level of customer was 209 mg/dl. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was active at time of incident. Customer was treated with insulin pump and with food for high and low blood glucose level respectively. Troubleshooting was performed. Insulin pump passed self test. The insulin pump will not be returned for analysis.